Event description:
Per medwatch report mw5093814, patient experienced inappropriate shocks due to suspected lead fracture. At the time of this event, patient also experienced dizziness, anxiety, shortness of breath and chest pains. Patient was given a lifevest pending further evaluation. Current status of lead unknown. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.